Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage sensing issue was observed on the device. Programming changes were discussed. No further information is available at this time.

Event description:
New information received states that there was no issue with the device and it was only programming question to find out the nominal parameters for threshold start and decay delay under sense ability settings. The patient was stable before, during and after the event.